Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported shocking. The stimulation had been erratic and would electrify her eyeballs. It was noted the stimulation used to be consistent and noted that the previously reported lead migration may have been a factor. One of the two leads moved 2 inches lower, possibly the right side. The consumer thought the anchoring sutures popped. The stimulation change was reported to be related to positional movement. If the patient moved, it would electrify her eyeballs. It was noted the patient spoke to the manufacturer's representative (rep) about it and the rep said she talked to the doctor and that was ok. The consumer did not agree.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the lead snapped and went down the spine. It was noted the battery was also giving the patient troubles. The patient stated the whole system had to be replaced.

Event description:
Follow up information reported that troubleshooting performed for the issue included evaluation by the manufacturer's representative three times and fluoroscopy of the leads and ins. It was noted that the leads in the lower t-spine were as initially placed but that the right lead moved 1 interspace lower with no other changes. The patient was scheduled in (B)(6) 2015 for a revision of one of the leads. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2015-19878 for the patient's other device issue.

Event description:
It was reported the patient had a confirmed lead migration around (B)(6) 2015 but it was decided that no surgical intervention would be undertaken. X-rays confirmed the migration which was due to patient¿s back hyper flexing (due to eds). The patient was programmed around this. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).